Event description:
Healthcare professional (hcp) for home patient (hp) reported pt died just after apd therapy with homechoice device. The homechoice device was not attributed to the death of the pt per hcp.